Event description:
The caller reported that the immediate battery charge increased by 35% in a short period of time. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.